Event description:
The customer reported that the system would not perform fluoroscopy intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit board was replaced. The system was tested and operates as intended.